Event description:
The customer contact reported the device powered off by itself with an inadequate response time following an alarm condition. At an unspecified time, while on ac power, the device was programmed to deliver an unspecified hydration fluid at a rate of 175ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, immediately after unplugging the device from the ac outlet, the device sounded a "long beeping sound," the delivery stopped, and the display went blank. Reportedly, all of the programmed settings were lost. The nurse plugged the device back into the ac outlet, reprogrammed the device and restarted the delivery. Once therapy was resumed, the nurse unplugged the device from ac power and again, immediately after the device was unplugged from the ac outlet, the device sounded a "long beeping sound," the delivery stopped, and the display went blank. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.